Event description:
Report received from the USA stating that the device had "low power." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the complaint of "low power" was confirmed. During the pre-repair diagnostic assessment, the device was noted as "motor does not rotate, liquid coming out of connector, and motor swivel hard to rotate." The unit was repaired and returned to customer. If additional information is received, a supplemental report will be sent. (B)(4).